Event description:
During a primary hip procedure, surgeon mentioned that the reamers sizes 48, 49, 50 were not cutting, they were merely polishing. Sale rep stated to staff to take reamers out of service. Another set of reamers was on hand and used to complete the case without delay/incident.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a primary hip procedure, surgeon mentioned that the reamers sizes 48, 49, 50 were not cutting, they were merely polishing. Sale rep stated to staff to take reamers out of service. Another set of reamers was on hand and used to complete the case without delay/incident.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #50 reamer. A supplemental report will be submitted upon completion of the investigation.